Event description:
Nurse reported customer brought to the hosp by ambulance comotosed with low blood glucose. Customer had been getting no delivery alarms since dinner and though pump was not delivering and so gave himself a manual injection along with the boluses. Nurse unable to obtain daily totals because of no delivery alarms. Driver arms pushed all the way back to the beginning of the travel, therefore was unable to do further testing.